Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the most probable cause of the foreign material in the suction cylinder could not be established. The most probable cause of the complaint (insufficient adhesive on the screw hole of the distal end cover) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During device analysis, the service team indicated that foreign material in the suction cylinder and insufficient adhesive on the screw hole of the distal end cover was found. There was no patient involvement.